Event description:
Complainant alleged that the clinicians were attempting to defibrillate a patient (age and gender unknown) during open heart surgery, but the device displayed a "pacer fault 117" message. The physician then obtained another device and successfully defibrillated the patient. The complainant indicated that there was no adverse effect on the patient as a result of the reported malfunction.